Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was called for transplant. The patient complained of shortness of breath after receiving fresh frozen plasma (ffp) to reverse anticoagulation. The patient was coded and then expired. The hospital is requesting an eval for pump thrombus. Differential for sudden death includes potential for acute vad thrombosis.